Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned device confirmed the reported damage. The investigation findings with this individual complaint did not indicate that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hudson adaptors(x2) from mbt revision office set both failed during surgery was surgery delayed due to the reported event? : yes, if yes, number of minutes: 20, action taken when event occurred? : had to use jacobs chuck to remove reamer from femur & tibia, was procedure successfully completed? : yes, were fragments generated? : no, if yes, were they removed easily without additional intervention? : unknown, patient status/ outcome / consequences : unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study : no, activity level : mobile , (B)(4). Device property of :none, device in possession of :field office. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.